Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism.

Event description:
It was reported that during implant attempt, there was positioning/fixation difficulty, oversensing, and high impedance. The lead was not used. There were no patient complications reported as a result of this event.